Event description:
Caller reported a malfunction on the pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and instructed to call back if any issues reoccur. No further issues were reported.